Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter address line 1:(B)(6).

Event description:
It was reported that the patient had acute renal failure. Patient medication was adjusted.

Manufacturer narrative:
A4: patient weight corrected. D4: model and catalog number corrected. E1: reporter email was not available. Manufacturer¿s investigation conclusion: no device related issues were reported or identified during this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no symptoms. The renal failure existed pre-left ventricular assist device (lvad) implant. A device related issue did not cause/contribute to renal failure. Due to insufficient water intake, fluids and adjusted diuretics were administered.